Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) photos were submitted to the manufacturer for evaluation. Through visual examination of the photos, the photos show a black pouch with white substance, and an easypump ii sample that was observed to have some white precipitation at its big top cap. While a white substance/precipitation was observed, leakage could not be observed from the photos provided. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description patient returned with elastomeric pump showing leakig at the fill port detailed inquiry description "today we had a leaking 5fu pump. The leak was discovered today when the patient returned for the pump d/c. The patients pump and bag were covered in a white powdery substance, dried 5fu. We historically had this issue a few times when optioncare was making our pumps. If I remember correctly, it was defective elastomeric pumps that were causing this issue. I asked the rn to do a variance on this. I included some pictures for you as well."